Manufacturer narrative:
Clinical conclusion: while there is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s reported hernia; there is no documentation that indicates a liberty select cycler deficiency or malfunction associated with the patient¿s alleged hernia event. Due to lack of enough information, it cannot be confirmed whether the patient developed a hernia after being initiated of pd therapy. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. A serial number search resulted in two previous customer experiences with an allegation of "no allegation of product deficiency" within 90 days of the notified date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that the patient on continuous cycling peritoneal dialysis (ccpd) had a hernia (unspecified) for some time (unknown date of origin). However, the patient¿s pd nurse stated having no medical record of the patient having a hernia or being treated for a hernia. Additional information was solicited.